Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the patient's common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was a resistance felt when a tome was passed into the scope. The tome was removed and found that the sponge of the biopsy cap got dislodged inside the scope. The sponge was retrieved and completed the procedure using another rx locking and biopsy cap device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.